Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion issue. The event happened in the oncology centre for over the week now and nurses noticed under infusion of bags (dexmedetomidine hydrochloride). The person of contact from the oncology centre stated the bag had 300 ml of solution and nurses programmed to deliver 350ml over 30 minutes, however 20 ml still remained in bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.